Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had delivered inappropriate therapy due to atrial driven rhythms. The health care professional (hcp) called technical services (ts) for further review of the stored arrhythmia logbook. Upon review, ts confirmed that the patient appeared to have been in a sinus or atrial driven rhythm and the device delivered multiple bursts of anti-tachycardia pacing (atp) and shocks inappropriately to convert the arrythmia. Therapy was exhausted. Ts discussed programming optimization options with the hcp and recommended for cardiology consult for further evaluation on medical or programming changes. At this time, the crt-d remains in service. No additional adverse patient effects were reported.